Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that the insulin pump alarms no delivery during the manual prime. The customer also stated that she was treated by the paramedics two to three months ago, after experiencing low blood glucose levels. The customer felt that she went low because she was put on novolog insulin. Troubleshooting was conducted for the no delivery alarm. The insulin pump passed the prime test after changing the reservoir. Nothing further was reported.